Event description:
Overheated electrical component inside unit melted hole in case. Potential for pt burn of fire. No injury occurred. According to welch allyn representative, possible l2 conducted issue.